Event description:
A malfunction alarm occurred with the pump, identified as malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue returned.